Event description:
Paramedics responded to a person, condition unknown. The device was connected to the pt for cardiac monitoring for transport to the hosp. According to the reporter, at some time during the call, the crew attempted a 12-lead and the device "locked up" and wouldn't respond to keypresses. Device power was recycled and no further incidents were reported. No adverse affects to the pt were reported as a result of the alleged malfunction.